Event description:
Based upon the allegations of the plaintiff's complaint, the following was reported: per plaintiff's complaint, (B)(4), "plaintiff was injured requiring medical treatment to her left knee ("underlying injury")". "Thereafter, plaintiff began receiving treatment of the underlying injury from a qualified medical provider." "On or about (B)(6) 2009, plaintiff was prescribed the use of a ctu as part of the treatment for the underlying injury." "On or about (B)(6) 2009 ("date of first use"), plaintiff began using the ctu. Since ending the use of ctu, plaintiff discovered that the ctu caused the complained of personal injuries. "Plaintiff has suffered: pain, suffering, and inconvenience, disfigurement, physical impairment." The allegations of the complaint are unverified.